Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2014 the consumer had essure (fallopian tube occlusion insert) placed. The procedure took 10 minutes. On an unspecified date the consumer experienced pain in abdomen, itching skin, increase or heavy blood loss during menstruation, problems urinating, lower back pain, pain in groin, depressive feelings, increase or decrease of weight, loss of libido, tiredness, mood swings, memory loss, concentration problems, and vaginal secretion. She had unspecified problems with movements. On an unspecified date she contacted her physician and had an appointment with a gynecologist. She also had control position of essure performed; however the results were not provided. She was treated with unspecified medications. Essure removal was planned. Company causality comment:this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. Essure removal was planned. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, limited information was provided. Consumer's concomitant conditions and medical history were not reported. The exact temporal relationship between the reported event and essure insertion was not specified. Despite the lack of detailed information for a comprehensive causality assessment, given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
A quality-safety evaluation was received on 09-sep-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. Essure removal was planned. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, limited information was provided. Consumer's concomitant conditions and medical history were not reported. The exact temporal relationship between the reported event and essure insertion was not specified. Despite the lack of detailed information for a comprehensive causality assessment, given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.